Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited loss of capture. The lead was capped on (B)(6) 2015. The patient condition was good post procedure.